Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that during fluoroscopy for an ablation procedure it was noticed that the right atrial (ra) lead was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.